Event description:
The reporter stated the surgeon was advancing a three piece aspheric collamer lens model number cq2015a and notice the haptic was bent. The reporter stated the cause of the bent haptic was a loading error, however, the surgeon did not notice it until they were getting the lens ready to be inserted. No pt contact.

Manufacturer narrative:
Visual inspection of the returned product found the lens in the cartridge tray with a bent haptic. There was evidence of clear surgical residue. It should be noted that the injector was not returned for evaluation.